Manufacturer narrative:
H3: one device was received for evaluation. The device had not been serviced in the last 12 months. The reported issue was not confirmed. The downstream occlusion (dso) seal was replaced to fix the issue. The device then passed all tests after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed volume test. There was no patient involvement, no patient injury was reported.